Event description:
It was reported that during an open sleeve gastrectomy the device would not open to load at the initial firing. A second device was pulled and fired. The device fired fine but would not open to reload after firing. A third device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Device (a) was received for analysis with no visual non-conformances and with a green cartridge reload loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. Device (b) was returned in good visual condition and with no cartridge reload loaded on the device. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. The knife was manually moved to the home position and the device was tested for functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Knife blocks anvil from closing. The batch record was reviewed and no anomalies were noted during the manufacturing process.